Event description:
It was reported by rahamimov et al in a publication entitled, "percutaneous augmented instrumentation of unstable thoracolumbar burst fractures", in european spine journal (published online: 08 december 2011) that two patients experienced a complications after surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.